Event description:
As per registered pharmacist intervention note on 10/07/24 (date of awareness 10/07/24) "patient requesting cartridge cap replacement for cadd ms3. She stated the plastic on one of her caps is starting to chip away and requested 4-5 extra caps. No side effects reported. "No further information was provided. Reported to (B)(6) by: patient/caregiver.